Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. There was high thresholds on the lv and right ventricular (rv) leads. The lv lead was explanted and replaced. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.